Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that the patient received and confirmed a "replace cartridge" warning on (B)(6) 2011 and again on (B)(6) 2011. During evaluation the pump was allowed to run through the full cartridge, and the pump appropriately emitted an "empty cartridge" warning with the appropriate visual display and auditory tones. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Event description:
On (B)(6), 2011, the lay-user/patient contacted animas alleging that the pump's alarm history was inaccurate. The patient claimed that the pump recorded several empty and low cartridge alarms that she denied receiving. The patient claimed that she did not receive any of the following alarms: (B)(6) 2011 2:09pm empty cart; (B)(6) 2011 11:36am low cart; (B)(6) 2011 1:21pm empty cart; (B)(6) 2011 8pm low cart; and (B)(6) 2011 7:47am empty cart. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's alarm history was not accurate. There is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.